Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Event description:
The customer originally reported the device would not activate when applied to tissue. On (B)(6) 2016 the device received for investigation and it was noted that there was one broken and missing snap pins. Site was unable to verify location of missing snap pin. No patient injury reported.